Event description:
During an unspecified thoracoscopic procedure, the instrument did not fire. The surgeon applied another instrument to complete the procedure, the hosp has reported that no pt injury occurred.